Event description:
A surgeon reported having a pt who is unable to focus at any distance following intraocular lens (iol) implant surgery. No medical intervention is planned as the pt is happy to wear glasses to correct the refractive surprise. The surgeon has requested the pt follow-up with him to have measurements confirmed. In a follow-up with the pt, he states his vision has improved since having the cataract removed, but his vision is less than what he expected and his distance and near vision is fuzzy. He has clear vision when looking at his computer from a distance of 24 inches. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 02/23/2010, 02/24/2010 and 03/02/2010 by phone, fax, and mail. Additional info was received 02/23/2010 and 02/24/20 by phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).